Event description:
It was reported that the lead required repositioning due to an impedance measurement anomaly. During repositioning, the helix would not re-extend and therefore the lead was explanted and replaced.

Manufacturer narrative:
This report in its entirety was completed solely by medical, inc., crmd.